Manufacturer narrative:
This report is filed on september 29, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device subsequent to sustaining a head trauma . Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported the patient's device was explanted on (B)(6) 2017.